Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump shut off and when the pump was turned back on, the battery gauge displayed 100%. The customer's blood glucose level was 285 (mg/dl). During follow up, the customer reported that the alert had not reoccurred after charging the pump.